Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that in (B)(6) 2017, the patient was diagnosed with a malignant tumor in the left lung and must undergo surgery to remove it (lobectomy lung superior). On (B)(6), 2017, in the operating room, the patient was submitted to the surgical procedure, the surgery having started and carried out within normal standards. However, when the end of the procedure was approaching, the responsible doctor started the mechanical suture procedure of the last arterial branch, using echelon flex 35mm powered. During the suture procedure, the device failed, cutting the vessel and causing significant bleeding (estimated at 1,000 ml). As a result of this bleeding, the patient was at risk of life, having to undergo resuscitation procedure, it must be said, promptly performed by the medical team. Unfortunately, due to the severity and urgency of this resuscitation procedure, the patient suffered involuntary fractures of six (06) ribs. After checking the patient's critical condition, and when the surgery was finally closed, still in the surgical center, the patient was once again submitted to surgery for review, as she still had bleeding in the chest wall. The initial procedure had a six (06) hour duration. In the face of this, however, the patient, then 77 years old, underwent a procedure that lasted fourteen (14) hours. The whole problem was due to failure presented in the equipment / device used in surgery. The postoperative period consisted of extreme pain. Her recovery was slow. The surgical procedure took place within the normal standard until close to the end, when performing the mechanical suture of the last arterial branch, the posterior segmentar to the left upper lobe, with echelon flex 35 mm powered vascular pve35a ¿ normally used in this procedure in all vascular pedicles to the left upper lobe until then. In the last branch, surprisingly, the equipment failed, as there was the section of the vessel and not the stapling, with consequent and significant bleeding which was visualized by the monitor and it was evident that during the vascular section there was no stapling. After bleeding control, it was verified by the surgical team that in the surgical field, in the sectioned arterial branch there were no staples, reiterating what was visualized, and confirmed by the instructor when evaluating the white tr35w refill ¿.